Event description:
It was reported in 2006, that the pt's speech processor showed an error message. Exchanging external equipment did not immediately resolve the problem. The clinician was unable to measure impedances and was not able to obtain neural response telemetry responses. An x-ray showed the device was in place and no visible damage was observed. An integrity test was performed in the same year. The results of the test were consistent with normal receiver/stimulator function. The results of some of the electrode tests were inconclusive. The pt was able to respond to sound appropriately using his cochlear implant system. However, as the pt was unable to give accurate feedback on sound quality, the pt's family elected to have the device explanted. The pt was reimplanted with new device on the same day.

Manufacturer narrative:
The device was carefully analyzed and the results of the analysis confirmed an out of specification integrated circuit (ic). Bends and kinks consistent with explantation were observed along the electrode lead and array. Cuts and exposed wires consistent with explantation were observed along the ball electrode lead. The ball electrode lead was severed close to the stimulator, and was not returned. Electrode ring e1 was crushed. A dent was observed in the titanium casing on the bottom of the stimulator body. Cuts and tears consistent with explantation were observed in the silicone carrier of the stimulator. X-rays of the device showed no anomalies aside from those described above. Electrical testing of the device showed intermittent operation. The device was opened to expose the electronic components. All components were inspected. The hybrid integrated circuit (ic) failed the electrical tests conducted in isolation. Results of electrical tests revealed an out of specification integrated circuit (ic).